Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope had foreign objects at the distal end and inside of light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. The foreign matter was attached to a place that was not on the surface outside the scope, so the reprocess could not remove the foreign object. It is likely that moisture had entered the light guide lens and corroded due to physical stress caused by hitting the tip of the scope or dropping the tip, or chemical stress caused by the chemical solution use and or peeling off of the adhesive around the light guide lens. However, foreign material remaining in the device could not be identified. No physical damage was confirmed at the place with the foreign material remained. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. The event can be detected in accordance with the following IFU. IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor the field performance of this device.